Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The target lesion was located in the proximal left anterior descending artery (lad). A synergy ii stent was implanted, but was found to be clotted off within ten to thirty minutes post procedure while the patient was still on the table. The physician had to reopen the stent. No additional information is available at this time.